Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had loss of capture and was repositioned due to dislodgement. The rv lead still remains in service. No additional adverse patient effects were reported.